Manufacturer narrative:
Philips service replaced the frontal image disk and returned the system to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image disk read error occurred due to a corrupted patient database link on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.